Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: must be connected to a power supply for use, unable to move flexibly. No health consequences or impact.